Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission the pulse generator exhibited a diagnostics anomaly. The patient would be brought into the clinic for reprogramming.